Event description:
The customer reported a false negative result with cell #6 of biotestcell-i11 with ortho's anti-fy(b) reagent. The customer had returned the supposedly defective product but none of the anti-fy(b) reagent that had caused a false negative result. Our quality control laboratory tested the supposedly defective product with anti-fy(b) and yielded a weak positive reaction. Because of the positive reaction's weakness, a risk analysis was performed. The result of this risk analysis is that there is no risk for users of biotestcell-i11: biotestcell-11 is used for the identification of unexpected antibodies, e.g. An anti-fy(b). The affected lot of biotestcell-i11 contains six different fy(b) positive reagent red blood cells. In this case reported by the customer, the antigen fy(b) of cell #6 might be weakened. But there are still the normally expressed fy(b) antigen of additional five different reagent red blood cells. Therefore an fy(b) will always be detected by biotestcell-i11. There is no risk for missing an anti-fy(b). On the basis of the result of this risk analysis we decided that no market related activities are necessary. A deviation has been initiated to intensify the efforts to find the root cause for the complaint.

Manufacturer narrative:
This is our combined initial and final report on this incident.